Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has yet to be received.

Event description:
Device issue: suture break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, as the knot was advanced to the artery, the suture broke. The suture was removed and manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No add'l info was provided.